Event description:
I received a faulty byte aligner. I reached out to them to get a replacement, and they told me to just keep using the previous stage aligner, and then shift to the next level. It didn't work and I reached out to tell them this. They had me send them a bunch of photos and documentation. I did; they wanted more. I grew so annoyed with the process and lack of accountability (I don't know why they would just ship me the correct aligner when I originally reported it), that I stopped the process. Now my bottom teeth are worse than before. I think it's because the aligners loosened and shifted them, but without the completion of treatment, they were left to regress. Such a waste of money, a hassle, and a pain. Can't believe I spent (B)(6) for a worse situation.